Event description:
Facility staff were utilizing the device during a pt cardioversion attempt. The defibrillator charged but reportedly would not discharge energy to the pt. The defibrillator was recharged, but again would not discharge. A backup defibrillator was made available and was used to cardiovert the pt. The pt was not resuscitated. The reporter stated the pt outcome was not the result of the discrepancy, due to use of the backup device.